Event description:
The customer opened a new carton of contour test strips and found the cap open on one of the bottles of test strips. The customer performed control test while troubleshooting and received results of 442 and 580 mg/dl. The normal control range was 105-145 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.